Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient has not been seen since the most recent follow up appointment in 2006. As far as the physician is aware, the patient is fine. All other information is unknown and unavailable.